Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1 ml juvéderm¿ voluma¿ with lidocaine in the cheeks and developed redness, edema, firmess, "dlr" and "it is hot" at the injection sites 3 and a half weeks post injection. Biaxin provided the following day as treatment. Symptoms fully resolved the following week.